Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) was consulted and upon review, high capture thresholds were noted. Additionally, the right ventricular automatic threshold (rvat) test was found to be unsuccessful due to low ER. The patient was reported to be near syncopal at times when performing physical activity. Additional information was received that reprogramming was performed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) was consulted and upon review, high capture thresholds were noted. Additionally, the right ventricular automatic threshold (rvat) test was found to be unsuccessful due to low ER. The patient was reported to be near syncopal at times when performing physical activity. Additional information was received that reprogramming was performed. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. A lead revision was scheduled; however, it did not occur due to unknown reasons. Additionally, oversensing of noisy signals was observed resulting in pacing inhibition of 4.5 seconds. Ts discussed this was likely due to myopotentials. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) was consulted and upon review, high capture thresholds were noted. Additionally, the right ventricular automatic threshold (rvat) test was found to be unsuccessful due to low ER. The patient was reported to be near syncopal at times when performing physical activity. No additional adverse patient effects were reported. At this time, this device system remains in service.